Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump would not exit the preparing to prime loop. The customer¿s blood glucose was unknown at the time of the incident. Customer stated she was unable to get past the prime fill step on insulin pump. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will not be returned for analysis.